Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A too high sample volume being pipetted was likely the reason for the discrepant results. It was assumed that due to a pre-analytic issue, gel or fibrin strands on the sample surface stuck to the tip of the sample probe and caused additional droplets of specimen to be transferred into the measuring cell. The reason for this contamination could be incorrect placement of the sample tube or insufficient instrument maintenance such as cleaning of the sample probe. The repeat results appeared to be appropriate and quality controls were within range. No reagent or instrument issue was identified and drug interference could be excluded as a potential root cause.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high crep2 creatinine plus ver.2 result for one patient sample. The initial result was 200.3 umol/l and was reported outside the laboratory. The doctor questioned the result and the sample was repeated on (B)(6) 2017 with results of 103.7 umol/l and 105.1 umol/l. The reported result was corrected. The patient was not adversely affected. The reagent lot number was 20313801 with an expiration date of 08/31/2017. Based on the provided data, sample carry over was assumed to be the cause of the issue. As the calibration and qc data are stable and within specification, a general reagent/application could be ruled out. A sample specific problem was ruled out as both repeat results were acceptable.